Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device, slda, entrapment of device were unable to be determined. The reported gripper actuation issue was a cascading event of the reported entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), elongated aorta, and posterior prolapse at anterior 2 and anterior 3 leaflets (a2/a3) for a mitraclip procedure. The initial strategy was to stabilize the prolapse with 2 xtw clips. The first clip was implanted on medial anterior 2 and posterior 2 leaflets (a2/p2). A second clip xtw (30620r1041) was prepared under IFU and inserted in left atrium (la). The physician aligned the clip in the la. Once the alignment was successful, the grippers were tested, the clip was closed to 60º and the physician move down to the left ventricle (lv). The problem happened when the second clip was already in the lv. It lost a little alignment, and considering that the position (center of the valve at a2/p2) was not safe enough, tried to correct its orientation. Unfortunately, the clip got entangled with both leaflets trapped over the grippers. At that time, the grippers were not able to drop down. After several troubleshooting maneuvers and not being able to free the clip, it was decided to implant the clip without complete confirmation of the leaflet insertion. After deployment on both leaflets, the mr went up to grade 2-3, and it was confirmed that the anterior leaflet was not inserted into the clip. Considering this new scenario, the physician decided to go for a third clip (xt) to stabilize the single leaflet device attachment (slda) and to improve the mr final reduction to grade 1+. Gradient at this moment was 3-4 mmhg. Per the physician, the slda was related to difficult leaflet insertion assessment due to shadows projected by the elongated aorta. There were no adverse patient sequelae.